Event description:
It was reported to philips that the device would intermittently fail to recognize the therapy cable resulting in a pads / paddles ECG failure during operational testing. There was no reported patient or user involvement and no adverse patient/user impact.